Manufacturer narrative:
Technical services evaluated the returned product which confirmed the jittery, flickering, displaced portions image with customer smart cable and test titanium su. The monitor was replaced.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device had a jittery and cloudy image. The reporter states that she is using a smart cable with a single use blade. An unknown back-up device was reportedly used but no delay in the procedure was noted. No harm to patient or user was reported.